Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace her ipg. Lead diagnostics revealed one of the leads had high impedances on multiple contacts, however replacing the ipg and reprogramming resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the ipg is unable to communicate with the model 3721 charging system and she is no longer receiving stimulation. The patient reports the ipg was recharged approximately one month ago, however she states she routinely recharges her ipg every two weeks. A model 3722 charging sysytem was sent to the patient which did not resolve the issue. Follow up information identified the sjm representative met with the patient. The programmer was able to communicate with the ipg. In addition, the patient now reports it has actually been approximately three months since she last recharged her ipg. Surgical intervention may be pending to address this issue.